Event description:
A customer reported in april of this year that part of display was not working. At that time a request was made to return the system. However, the unit and relative information was not received until 5/2002. The system was reported to have missing segments in the "hundreds and units position".